Manufacturer narrative:
The device history record review did not show any anomalies. The particulate was not returned to but sent to a third party lab. Ft-ir spectrum of sample possessed signals suggesting it consisted of a methacrylate-type polymer (pmma). Pmma, also known as acrylic, acrylic glass, or plexiglass is not a material used in the manufacture of this device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The product is not available for evaluation. Additional information has been requested. The investigation is ongoing.

Event description:
A facility in (B)(6) reported a while foreign body visible to the naked eye was found in the anterior chamber after cataract surgery. The particle was removed from the eye.